Manufacturer narrative:
(B)(4). Batch # p57m00. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The instructions for use do contain the following caution: for the would not fire, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: could you please provide more details to "the device stapled the tissue "in package": there was no section of tissue which was backed up forward by the knife."? Since 1 year, under j&j sales rep's advice, the surgeon uses to perform a sequential stapling. After the first stop and at the second switch pressure, the device got jammed and did not cut anymore. The device stuck in place, releasing all the bundled staples in one place without cutting anything. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? The surgeon does not know. Were there staples missing from the staple line? It seemed there is no staple missing because the device did not staple and cut. The event seemed to be linked to a jamming at the tissue (abnormal resistance or thickness of the tissue?) Did the device cut? No. Was the tissue damaged due the use of the device? Yes, the gastric muscle was crushed by the backslide of the forceps and then as it released the staples and tried to cut the tissue, it did a backslide in the surgeon's hand and the tissue trapped in the stapler went away with forced extraction. Delay of the procedure: about 40 minutes (95 minutes of procedure instead of 55 min on average). Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient stayed at the hospital in one more additional day (until the (B)(6)). The day after ((B)(6)), the patient was hospitalized once more for abdominal pain with fever at 40°c. The abdominal scan did not show a fistula but regarding the stapling issue 4 days before, the surgeon decided to reoperate the patient in order to proceed to an exploration by coelioscopy and a blue test sealing which was negative. The day after, the patient had a diarrhea and the retrospective diagnosis of the pain was a febrile diarrhea with invasive germs. Favorable evolution with return home on (B)(6). What was the product code and color of cartridge used where issue occurred? Gold cartridge. During questionable firing, was there crossing of staple line? If so, what approximate angle? After the first stop and at the second switch pressure, the device got jammed and did not cut anymore. The device stuck in place, releasing all the bundled staples in one place without cutting anything. Was tissue movement observed during firing? There was no section of tissue which was backed up forward by the knife. Does the surgeon pulse fire or use one continuous firing stroke? The surgeon uses to perform a sequential stapling what was done to address issue intraoperatively? The surgeon had to perform some additional stitches on this section. During reoperation, was a leak confirmed at place where stapling issue occurred? The blue test sealing was negative please describe cleaning technique between firings. Cleaning in a cup of water after each stapling. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Was buttressing material used? No. What is the current patient status? No recent news so the patient status might be good. The surgeon will exam the patient at the beginning of (B)(6).

Event description:
When the fifth reload was used during the procedure, the staples went out at the same area. The stapling had been performed in a sequential way in order to avoid hemorrhage. Using a second stapler did not solve the issue. Use of a second device to complete the procedure: at its activation, the same event occurred on the same tissue area and then, the device stapled properly. The surgeon had to perform some additional stitches on this section. Then, the reload had been changed: the surgeon performed the stapling without sequencing and it worked properly. Delay of the procedure. The line had to be strengthened. The scarring of the tissue may not be optimal.